Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received in backup mode with normal telemetry communication. Analysis of the device image indicated the cause of backup consistent with an anomalous integrated circuit on the hybrid, which turned the device into reset mode. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed did not identify any functional issues. Anomalous error and backup condition could not be reproduced. A device history record (DHR) review was performed. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker was in back-up mode. A device restoration was performed successfully. There was no patient involvement.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-72580, since this event was noted pre-distribution.